Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added: h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed physical damage to the subject device at the foreign material residue point. It was confirmed that the customer had not reprocessed before returning the endoscope to olympus. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Full e1 establishment name: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the tip of the gastrointestinal videoscope was broken and black liquid came out from the tip. The issue occurred during a therapeutic endoscopic variceal ligation procedure. The procedure was completed using the device. There was no reported patient harm or impact due to this event.